Event description:
Customer reported the system displayed a generator error and stopped producing x-rays during a case. System had to be rebooted twice to recover, case was continued with another system. No pt injury was reported.

Manufacturer narrative:
A ge rep arrived at the facility and found the system in use. Ge rep observed a few procedures with no problems occurring. Customer informed ge rep that the fluoro button was pressed at the same time as the foot pedal, which caused the error. System operates as intended.